Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The patient indicated that they had a seizure about two weeks prior two the report however they did not recall anything about it. They were told that the patient went stiff and started to shake. The patient had not notified any health care professional (hcp) about the incident. They patient had a seizure after the brain surgery. They had a seizure 3 weeks to a month prior to (B)(6) 2015, when they turned stimulation up to 4.0. The patient did not recall the seizures but their friend told them that they were shaking and stiffened up. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient indication that their physician was out of the state and they did not know when they would be returning to see them. It was noted that the circumstances that led to the seizures were higher levels with the motor cortex stimulator and also eating ice cream, the patient was unsure if that mattered. The patient had no memory of what symptoms if any they experienced related to reported seizures, their friend indicated that they dropped spoon and started shaking and then went stiff and then recovered. The patient had not had any symptoms on more seizures since. The patient was afraid to use higher levels with stimulator. The patient indicated that they had not had a good result with their motor cortex stimulator, they thought that they would. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.